Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the customer has three (3) trachs where the cuff will not inflate. All three items have the same lot number. The malfunctions were discovered prior to patient use, in the patient's home. Medical intervention was not required. Outcome of the event was patient does not have a working trach to change. No patient harm/adverse event reported.

Manufacturer narrative:
Device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.